Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that drill showed 4 green lights and spun as expected upon test prior to use. When attempting to use the drill a needle was attached and placed through the skin. When the drill was activated, it turned approximately 3-4 times before stopping completely. The drill was then completely dead. Placement could not be completed. Io needle was not able to be placed effectively. There was a delay in patient care until a second unit (already responding due to nature of call) was able to arrive and place an io needle. Upon returning to the office the drill was plugged in and began charging from zero despite the initial display of 4 green lights upon test prior to use. No patient impact.